Event description:
The customer reported to olympus, in the gastrointestinal lab during preparation for use for a diagnostic procedure, the power switch ¿on¿ button on the evis exera iii video system center was stuck in. There was no patient involvement or other device involved at the time of the event. The subject device was removed from service and a back-up device was used to complete the intended procedure with no surgical delay.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The power switch was faulty. A software upgrade was recommended. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the faulty power switch. The subject device had met all standards before shipment. The investigation could not establish the root cause of this reported problem. Olympus will continue to monitor field performance for this device.